Manufacturer narrative:
A complaint review was performed as part of 463-risk associated with supplier notification for a software defect in the mechanical and thermal test system that can cause the amp detect clamp clean position to be incorrectly set too high and can lead to reaction vessel (rv) "popping" within the instrument. The intention of this additional review was to determine if any incorrect results related to rv popping were reported. The date range of the search is september 2020 to september 2021. The 14 tickets identified in these searches potentially related to rv popping were manually reviewed to determine if they were categorized as potentially reportable events. None of the tickets were identified as reporting incorrect results. Tickets were conservatively classified as related to the issue under review. On november 6th, 2021, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to address this issue. Recommendation is that this action will be reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action). Field action, which was determined to have a major severity, will be taken to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. The following mdrs were also reported as related to the reportable field action recommended out of 463-risk: 3005248192-2021-00429, 3005248192-2021-00430, 3005248192-2021-00431, 3005248192-2021-00432, 3005248192-2021-00433, 3005248192-2021-00434, 3005248192-2021-00435, 3005248192-2021-00436, 3005248192-2021-00437.

Event description:
Customer observed a reaction vessel (rv) pick-up error when staking and disposing. The manufacturer notified abbott molecular that they identified a software defect in the mechanical and thermal test system that can cause the amp detect clamp clean position to be incorrectly set too high. This can lead to reaction vessel (rv) "popping" to occur within the instrument. The rvs popping out of the amp detect during the opening of the rv clamp may result in these rvs not being able to be retrieved by the pipettor for delivery into the amplified waste and causing pipettor errors. When this situation occurs, the respective amp detect is disabled or removed from service. A potential for delay of results was identified if the rv popping results in an unrecoverable error, placing the assay processing units (apu) out of service or stopping the process for failure to move rvs for waste disposal and sending samples to exception. The delay is within the acceptable time to result for alinity m assays per the alinity m system risk analysis file. A potential for incorrect results was identified if the instrument was turned over to a customer for use and the rv cap becomes displaced during the rv pickup error. This may result in amplified material escaping the rv and contaminating the surrounding area of the amp detect unit (adu). In order for incorrect results to occur, the software defect would need to cause rv popping, the rv popping would need to be not detected during the instrument installation and would need to occur during a customer run. The rv cap would need to be displaced from the rv, the rv would need to fall over on its side for the liquid to escape, and the layer of evb would need to become displaced and break the seal and allow amplified material to escape. In addition, the user would need to continue processing samples, and the amplified material would need to contaminate samples, and contamination would need to fail to be detected by the amp detect module, and the negative controls would need to fail to detect contamination. On november 6th, 2021, a decision was made to issue a customer letter (urgent field safety notice / field correction recall) and a technical service bulletin to address this issue. Recommendation is that this action will be reported per 21 cfr 806 and is recommended to be reported as an fsca (field safety corrective action). Associated severity is major.

Manufacturer narrative:
Correction: previously included email address is incorrect. There is no email address for this contact.